Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. Reportedly, the pump was charging for 1 hour and the battery gauge remained at 35%. The customers blood glucose (bg) level was impacted 250 mg/dl. The customer took a correction bolus via the pump to stabilize bg level. Troubleshooting with tandem technical support was performed. Upon a follow up the customer reported that the pump was left charging and was able to charge.